Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not pass the touchscreen test. Prior to testing, the device had been returned to the biomedical department with a report of a proximal occlusion alarm. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.